Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell six of six in peritoneal dialysis. The home patient was connected at the time of the alarm. No leaks were observed. The patient was redirected to the hospital to finish therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.